Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor is unable to power on with either battery) has been confirmed. Upon evaluation, it was discovered that the monitor had a defective component (c9). The c9 component is a equivalent series resistance capacitor located on the biphasic defibrillator pca board of the monitor. The defective c9 shorted the battery connector pin 2 to ground, blowing the fuse of any battery pack inserted. The cause of the monitor not powering up was the fact that the batteries were all blown from the defective capacitor. The root cause of the defective capacitor cannot be positively identified but was most likely random component failure. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) old female pt contacted zoll lifecor customer support to report that this monitor would not power on with either battery pack. The pt received a replacement monitor.